Event description:
Healthcare professional reported right side "single lumen right breast implant, in retropectoral position, with regular contours, showing signs of intracapsular rupture. Absence of signs of extracapsular leakage" confirmed via MRI. Device remains implanted.

Manufacturer narrative:
E1. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.